Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 500 mg/dl with moderate ketone levels. Customer reverted to manual injections for insulin therapy and to address elevated bg. Customer declined troubleshooting with tandem technical support.